Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A 438a 1011 component of the a1040 budde halo was reported to have a hole at the rail sliding portion of the unit. The event was found upon inspection; therefore, there was no patient involvement.